Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis, gout, nasal congestion and diarrhea in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced gout. On (B)(6) 2011, the patient was diagnosed with peritonitis, nasal congestion and diarrhea. On (B)(6) 2011, the patient was hospitalized for all those events. Treatment rendered for the events was not reported. The patient had not recovered from the events. On an unreported date in (B)(6) 2011, dianeal therapies were discontinued. Concomitant medications were not reported. Per the nurse, the events were not related to dianeal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h10d07039 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.